Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint of ¿bent pins¿ was confirmed. There was no image due to multiple bent pins inside the video connector. An investigation is ongoing to obtain additional information regarding the reported event. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed that the video system connector was noted to have bent pins. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. During the evaluation and repair at the olympus service center it was determined that the receptacle board had failed and needed to be replaced. It is thought that the bent pins and damage to the receptacle board was caused by the insertion of the endoscope connector into video connector socket of the otv-s190, the missing part of the endoscope connector tip was caught at the terminal inside video connector socket of the otv-s190. The terminal inside the video connector socket of the otv-s190 was pushed all the way and bent because the endoscope connector was further inserted with the endoscope connector caught. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instruction manual for the otv-s190, states in ¿6.3 connection of an endoscope¿: confirm that the video connector of the videoscope are not damaged.